Event description:
Attorney reported a patient underwent a procedure on (B)(6) 2011 in which the patient was implanted with sternal fixation. The patient began to experience severe chest pain within days of the procedure. The patient was returned to the operating room on (B)(6) 2011 for removal of the devices. During the procedure, it was discovered that the locking pin on the lowest of the plates was dislodged and the two pieces of the plate were overlapped and moving.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.